Event description:
It was reported that trach tube was noted to be slightly out of its normal placement within stoma. A device involved has been discarded. Reportedly, per hospital's risk management, the pt was very ill and the trach device was not the cause of pt's death.